Manufacturer narrative:
The pump passed the sleep current measurement and self-test. Successfully downloaded the trace and history files using thus. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump received with high active current due to moisture damage to the pcb1 board. Pump trace download analysis confirmed the pump alarmed 7 replace battery now alarms between on (B)(6) 2024 11:52:00 am and on (B)(6) 2024 12:43:00 pm and 7 low battery alerts between on (B)(6) 2024 10:03:00 am and on (B)(6) 2024 11:18:00 am 7-lb. The power management graph also confirmed replace battery now alarm and low battery alert were triggered due to moisture damage to the pcb1 board. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, cracked battery tube threads, and cracked case (battery tube), pillowing keypad overlay, the p-cap/reservoir does lock properly. Confirmed the pump alarmed replace battery now alarm and low battery alert due to moisture damage to the pcb1 board. Confirmed high active current due to moisture damage to the pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and the customer stated that this was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. Mmt-1712k was requested and the customer response was the device will be returned.